Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) value of 26 mg/dl, and became unresponsive; cause was unknown. The customer was assisted by an emergency medical technician (emt) and admitted to the hospital where glucose was administered to treat the low bg. Additionally, the customer was administered a breathing tube and feeding tube. Reportedly, the customer was released from the hospital on (B)(6) 2019 and did sustain permanent brain damage.